Event description:
This is a product demonstration and the device wasn't used on any patients. During the demonstration of confidence the connector of the hydraulic pump came apart (the plastic violet one) resulting losing pressure and leakage of hydraulic liquid so we were not able to complete the workshop.

Manufacturer narrative:
The 11cc confidence spinal cement system (product code: 2839-10-000, lot number: unknown) was returned to the complaints handling unit (chu) for evaluation. Visual inspection found that the pump¿s nozzle had become separated from the connector. The connector also features a fracture, leaving a portion of the connector missing. The pump itself has been nearly emptied of its contents despite the pump only twisted approximately two thirds of the way down. A pressure test cannot be performed on the pump to test to see how or why it leaked as the available pressure gauges are intended for use on the missing metal nozzle. In addition, the nozzle is designed to regulate the pressure on the pump, meaning that losing the nozzle resulted in a change of pressure. Basic use of the pump found that the broken section of the connector prior to the nozzle did not cause the leak as water flows past this section without issue. Damage to the nozzle during the demonstration which resulted in the nozzle becoming separated from the connector potentially caused the pump to leak during use, although based on the description and sample it is unknown how this may have occurred. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the confidence pump nozzle breaking and the loss of pressure cannot be determined from the sample and the information provided. A potential root cause may be damage sustained to the nozzle and/or connector during the demonstration, resulting in the nozzle becoming separated from the connector, potentially caused the pump to leak during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.